Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 5/1/2025: this issue occurred while it was inside the patient. All the broken fragments were removed. The case was not delayed, and additional anesthesia was not administered.

Event description:
On 4/3/2025, it was reported by an arthrex subsidiary employee via email that an ar-7534t tigerloop and ar-7534 fiberloop sutures broke when pulling on the threads with a tensionloc tensioner. This was discovered when passing the graft during an aclr procedure on (B)(6) 2025. The case was completed using a new ar-7534t tigerloop and ar-7534 fiberloop.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically, the application of excessive force during suture tensioning and/or adjusting the suture against a sharp or rough edge may result in suture breakage. A slow, steady pull is recommended to ensure the anchor seats properly. The complaint allegation was not confirmed. No evidence of that failure was received.